Manufacturer narrative:
The events of "swollen lymph nodes and capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: swollen lymph nodes, capsular contracture grade unknown, rupture.

Event description:
Patient representative reported left side "rupture", "moderate pain", "sleep disturbances", "mild fever", "significantly elevated inflammation values", "deformation", "swollen lymph nodes in the armpit area", "depression and anxiety due to risk of bia-alcl", "formation of lumps", "silicone-enriched lymph nodes", "capsular fibrosis (grade unknown) with evidence of silicone and foreign body-type inflammatory reaction". The events "sleep disturbances", "anxiety" and "depression" are deemed not related to the device. The device was explanted without replacement.